Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of an atrial arrhythmia resulting in inappropriate anti-tachycardia pacing (atp) and shock in two episodes. Rhythmcare reviewed device data and provided programming options to be considered at the next follow up appointment. This device remains in service. No additional adverse patient effects were reported.